Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the emergency room due to septicemia. The physician suspected that the patient had vegetations on the leads. The physician explanted and replaced the entire system ¿ implantable cardioverter-defibrillator, right ventricular lead, left ventricular lead and atrial lead. The patient received antibiotics and is currently in stable condition.